Manufacturer narrative:
A medtronic representative, following-up at the site, reported the reference frame was not broken. It appeared someone removed the rubber bumper from the top of the percutaneous pin in error. The frame has been used 3 times since this reported event without issue - it is reported to be working fine. No further action required. Site cancelled replacement percutaneous reference cross pin frame, and declined to return the suspect device to manufacturer for analysis. Part not returned to manufacturer.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that, while in a spine procedure, a percutaneous reference cross pin frame was damaged and the site requested replacement. The internal spring that mates the percutaneous pin to the reference frame was missing. The site used tape to secure these instruments together without issue. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue, and completed the procedure with the use of the navigation system. There was no impact on patient outcome.